Event description:
Caller reported difficulty pressing the wake button on the pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.